Event description:
It was reported that noise was heard coming from the ventilator. The set o2 value seemed not to reach the patient. The monitored patient¿s values showed that the saturation had dropped but the level is unknown. The ventilator was replaced with another one. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The investigation consisting of an on-site investigation of the ventilator and an evaluation of the logs has been completed. No parts were returned for investigation. Examination of the ventilator did not reproduce the reported problem. The ventilator passed multiple pre-use checks. The tubing that was used during the event was no longer available and therefore was not examined, the evaluation of the ventilator¿s logs show that the ventilation period lasted 2 hours and 5 minutes. Ventilation was started in non-invasive pressure support mode of ventilation. Soon after starting ventilation, the alarm o2 supply pressure low which indicates loss of o2 supply to the ventilator was activated and this one was consequently followed by the alarm o2 concentration low. An o2 boost function with o2 concentration 100 % was done most probably o2 supply had been restored at this time. The rest of the ventilation period contains several o2 concentration adjustments and two other o2 concentration low alarms. In addition, the period contains high leakage alarms that triggers patient disconnected alarms with resulting expiratory minute low alarms. There are no technical alarms to indicate a malfunction of the ventilator. A successful pre- use check was performed two days before the ventilation period and should be valid because there is no other ventilation after it until the ventilation this event period. The conclusion in the matter is that there was no ventilator malfunction at the time. The non-invasive mode of ventilation at the time with high leakage and o2 supply fluctuations indicate that ventilation was inadequate and not as was intended and this was the most probable cause of the reported desaturation. While leakage is common in non-invasive modes of ventilation efforts should be made to minimize it. Whether or not the tubing was also contributory has not been determined.